Event description:
It was reported that there was impedance issues. There was connection problem on both sides due to the unipolar and bipolars being the same on some contacts. Therapy seemed to be good; however, patient was in a wheelchair so it was hard to tell. It was noted that faster depletion of the implantable neurostimulator (ins) was due to lower therapy impedance issue. There was a short. It was noted that there was probably only a couple of months left. Left side was 3.6v, 90pw, 185 rate, 1+2-3- and was reading 472 ohms 121 ohms. Right side was 4.6v, 90pw, 185 rate, c+ 6- and was reading 609 ohms 121 ohms. Ins voltage was 2.56v. Additional information requested but had not been received as of the date of the report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v167235, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v061015, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
Final device analysis for ins (B)(4) revealed no significant anomaly. The battery was not in new condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.